Event description:
It was reported the lead was fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information regarding this event was provided by a competitor. No contact will be made with the user facility. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. It was reported the lead was fractured. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event lead(s), fracture of.

Event description:
Apparent lead fracture